Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of inadequate capture and an impedance issue were not confirmed. As received, a complete lead was returned for analysis. Electrical testing that could be tested did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. After applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood and tissue in the helix region and over torqued of the inner coil. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified changes in pacing impedance and capturing threshold. Fluoroscopy was performed to reveal that the rv lead became dislodged. The rv lead was attempted to be repositioned but failed due to the helix failing to extend. The rv lead was explanted and replaced. The patient was stable throughout.